Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object: all issues with these pumps were discovered during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 15-aug-2018. D4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a tamper seal, and the battery compartment and door were damaged. There was no evidence of the reported problem (error) recorded in the event history log. The customer reported problem was not duplicated. Both sensors calibrated without any issues. The upstream and downstream occlusion values were stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal however, revealed scratches on the sensor. A scratched downstream sensor causes intermittent and calibration issues. The scratches likely occurred during the last seal repair. Thus, the investigation found that a scratched downstream occlusion sensor was the cause of the reported issue. For corrective action the scratched downstream occlusion sensor was replaced. The root cause of reported problem was traced to the customer during the last repair. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.